Event description:
Per hsu et al., 2011, seminers in arthroplasty (pg 229-233) "ten-year follow-up of patients younger than 50 years with modern ceramic-on-ceramic total hip arthroplasty", a patient was revised due to noise.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The original surgery did not occur at this facility. No original surgery date or catalog/lot numbers of the explanted components have been provided. This report will be updated when the investigation is complete. This is the same literature/event as 1043534-2011-00744.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was not returned.